Event description:
It was reported that during a da vinci-assisted surgical procedure, the site called in to report that the camera image was upside down. The customer stated that they had swapped to a secondary endoscope, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issue. The isi tse recommended removing the camera, canceling the guided tool change, reseating the sterile adapter, and then reinstalling the camera. The customer was planning perform tasks and call back if further assistance would be needed. The site called in again and put the surgeon on the phone. The isi tse advised the surgeon to have staff remove the endoscope from the arm, press the instrument clutch button, and reinstall the endoscope with the endoscope orientated the way they want it to. The site did that and the image was normal. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and was informed that the issue was resolved after the endoscope was reseated. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.